Event description:
Litigation alleges that patient experienced pain and discomfort, as well as high metal ion levels. Doi: (B)(6) 2005 - dor: none reported (unknown side). Updated - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address pain and metallosis. Update: (B)(6) 2012- litigation papers received. The date of implantation was provided - (B)(6) 2005. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges that patient experienced pain and discomfort, as well as high metal ion levels. Patient is a resident of (B)(6). Updated - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address pain and metallosis.

Manufacturer narrative:
The devices associated with this report were still not returned. A search of the complaint database found no additional reports for the metal insert part and lot code combinations. A search of the complaint database search finds one other reported incident against the lot code 1842451 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient experienced pain and discomfort, as well as high metal ion levels.

Event description:
Litigation alleges that patient experienced pain and discomfort, as well as high metal ion levels. Updated - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address pain and metallosis. Update (B)(6) 2012- litigation papers received. The date of implantation was provided- (B)(6) 2005. There is no new additional information that would affect the investigation. Update (B)(6) 2012 - (B)(4) was received from legal. Part/lot information was identified. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: expiration.

Manufacturer narrative:
This investigation has been reopened because the patient has now been revised and corrected/additional information received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was stated that the patient was revised to address pain secondary to wear and debris/metallosis. Revision notes reported a significant amount of tissue reaction and metallosis. Intraoperative findings showed moderately reactive tissue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.